Event description:
It was reported that during the ligation procedure, location not disclosed, immediately after the bands were deployed they slipped away from the varcies. The physician used another of the same device to treat the lesion. The pt was reported to be "stable."

Manufacturer narrative:
The lot # of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The device was disposed of at the user facility so was not available for evaluation. There was no trend found for the reported event. Based on the info provided, it was concluded that the reported event was most probably, due to operational context.